Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.473. Lot: 2l42501. Manufacturing site: (B)(4). Release to warehouse date: march 6, 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The inter-lock screwdriver was received with the reported condition of twisted/bent. The visual inspection confirmed that the distal tip of the main shaft is significantly bent and twisted in the direction of resistance encountered during screw insertion. The distal tip of the slider bar shaft shows some minor signs of deformation. Dimensional inspection the relevant dimensions of the distal tip could not be checked due to the damage incurred. Document / specification review drawing (screwdriver) and drawing (shaft) were reviewed during this investigation. The component part ¿shaft¿ 60067606 is not lot tracked. Therefore, the last two potential work orders (B)(4) that were produced prior to lot 2l42501 were reviewed. According to the relevant test instruction the correct material was used, and the hardness parameters were within the specification of min 45 hrc. The device is function checked per 100% at manufacture and passed. Summary the received condition of the inter-lock screwdriver is concordant with the complaint description the review of the production history revealed that this instrument was manufactured in march 2019 according to the specifications. The returned device was visually inspected, and the distal tip of the main shaft was observed to be significantly bent and twisted in the direction of resistance encountered during screw insertion. The distal tip of the slider bar presents some minor deformation, this suggests that the tip was not seated properly in the screw head recess when torque was applied. No manufacturing related issues that would have contributed to this complaint were found. The surgical technique guide recommends turning the nut clockwise until the top of the slider is fully wedged into the screw head recess. And it is also noted, that for final screw tightening the standard screwdriver should be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the tightening end of the interlock-lock screwdriver was found to be bent and twisted. The issue was observed by the loan kit technician during loan kit inspection. There was no patient involvement. This report involves one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).